Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint. Asr revision recommended - left hip.***see below. Reason(s) for revision: pain. Asr xl acetabular system. Update: date and reason for revision, surgeon, hospital and products from (B)(6) update spreadsheet dated (B)(6) 2011. *** update: side of hip dated april 10th, 2013 *** hip(s) to be revised: right, update 20jun2017: received additional information. Updates event date, patient harm code, complainant address and city, file handler, common name, product codes, manufacturing facilities and date manufactured. Updated on july 04, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision recommended - left hip. See below reason(s) for revision: pain, asr xl acetabular system, update: date and reason for revision, surgeon, hospital and products from (B)(6) update spreadsheet dated (B)(6) 2011. Update: side of hip dated (B)(6) 2013. Hip(s) to be revised: right update (B)(6) 2017: received additional information. Update event date, patient harm code, complainant address and city, file handler, common name, product codes, manufacturing facilities and date manufactured.